Manufacturer narrative:
Correction: d4 product identifiers product analysis #831217432:images returned from the field are of voltage and activation maps. Product event summary: the patient data files, image files, and afr-00001 with lot number 0231693036 were returned and analyzed. The returned images depicted voltage and activation maps. Review of the log file showed time stamps and errors that were related to the procedure. The reported clinical issue could not be assessed during data analysis. Visual inspection of the catheter did not reveal any anomalies. Testing for shorts and mapping showed passing results simulation testing with a test system concluded that pulsed field ablations, radiofrequency ablations, and mapping were normal. The catheter was functionally tested using the test system extension cable; no errors or alert indications on the test system were observed. In conclusion, the reported clinical issue of ventricular fibrillation occurred during the procedure. There is no indication of a relation of the adverse event to the performance or malfunction of the product. The catheter passed the returned product inspection per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation there were issues when delivering pulsed field (pfa) and radiofrequency (rf) lesions for a patient with another manufacturer's implantable cardioverter defibrillator (ICD that was pacing the right ventricle (rv). A total of ten pf lesions were given with current issues and two rf lesions given. On the 12th lesion (2nd rf), the patient went into ventricular fibrillation (vf) and required direct current cardioversion back into sinus rhythm. After cardioversion, it was noted that the patient was not being paced. An attempt to sync up with the ICD would not connect. During this time, the recording system showed a 12 lead qrs change on lead I from negative to positive. It was surmised that on the 6th lesion which close proximity of the ICD lead, it "fried" the ICD device, and it was no longer pacing. The case was continued through transeptal access, and pvi (pulmonary vein isolation), posterior wall, mitral line, and cti (cavo tricuspid isthmus) line ablations were completed. Post ablation, the ICD generator was changed, and it had full function of all leads. It was also reported that throughout the lesion delivery, there was a current issue. The case was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
B5: event description - updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The current issue was resolved by resetting the warning on alerts and by moving the catheter to a different location.